Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter states the pt had labile blood glucose for at least a day prior to the hospitalization. The reporter states that prior to the hospitalization, the patient's blood glucose was 512mg/dl. Upon admit, the patient's blood glucose was 490 mg/dl and he was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.